Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Device eval by MFR: the device was returned, and analysis was completed. Visual inspection of the returned device revealed multiple shaft kinks on the catheter. No other abnormalities were observed. The device was functionally tested and encountered an under-pressure error when priming. The device was also leaking from one of the shaft kinks at 65 cm from the catheter tip. The leaking kink was examined via microscope, but the extent of the damage could not be fully determined visually. The catheter was examined under x-ray and two hypotube separation points were found, one at the leaking shaft kink, and another at a kink 68cm from the catheter tip.

Event description:
Reportable based on device analysis completed on 20oct2025. It was reported that an error message and catheter kink occurred. An angiojet solent omni catheter was selected for use in a thrombectomy procedure of the leg. During powerpulse mode, the process stopped. A catheter error message occurred. The console was restarted but the same error message occurred. When the angiojet solent omni catheter was removed, it was kinked in the middle of the catheter. A new angiojet solent omni catheter was used to complete the procedure. There were no patient complications as a result of the event. However, device analysis revealed a detached hypotube.